Event description:
Pt tripped on IV and broke off external portion of her PICC line and most probably experienced air emboli. She lost consciousness for one min with foaming/air blockage. Code (CPR) team responded, pt regained consciousness and was taken to CT for removal of remaining catheter. Pt transferred to micu where she remained stable.